Manufacturer narrative:
Investigation details: the device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hosp reported that while using a heartstring seal during a coronary artery bypass procedure the heartstring failed to deploy. The surgeon chose to manually push seal down to deploy and procedure was completed using the same device.